Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation when sheath was inserted into the left atrium and dilator was removed from the sheath. When attempt was made to aspirate the sheath through flush port. Air entered into the sheath via valve. As per the physician, it was not safe to use the sheath. Thus, the sheath was replaced and the procedure was completed successfully. No damage was noted on the sheath. The device is not expected to be return for analysis as it was disposed.